Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the external part of the screwdriver, which retains the internal screwdriver, did not work when the screw is mounted. The internal screwdriver no longer holds so the screw is not aligned with the screwdriver. There was no patient consequences reported. No further information provided. Concomitant device reported: screw (part# unknown, lot# unknown, quantity unknown); shaft ((part# unknown, lot# unknown, quantity 1). This report is for one (1) expedium verse spine system polyaxial driver, handle. This is report 1 of 2 for complaint (B)(4).